Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted during a procedure on (B)(6), 2004. According to the complainant, the patient experienced discomfort, pain, dyspareunia, frequency and mesh erosion (specifics unknown). Reportedly, the patient underwent mesh excision surgery on (B)(6), 2004 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.